Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number:3006705815-2023-05971. It was reported that the patient was experiencing ineffective therapy. Further investigation revealed both leads to have high impedance. As a result, surgical intervention took place on (B)(6) 2023 where the leads were replaced to address the issue.